Event description:
It was reported that patient had medial distal tibia surgery on his right leg on unknown date. The patient complained of pain and pus at the incision site. The patient was walking on injured leg when he was instructed not to. The patient was diagnosed with post-operative infection. Removal surgery occurred on (B)(6) 2015. The surgeon removed one 6-holes synthes medial distal tibia plate, four 3.5mm cortex screws of various lengths, and six 2.7mm va locking screws of various lengths. The surgeon irrigated the area and applied a large external fixator. The patient was treated with antibiotics. Surgery was successfully completed without any surgical time delay. The removed implants were discarded. This report is for six unknown locking screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for six unknown locking screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.